Event description:
Durin a repair at the philips repair bench a bench tech found that the device hanged where it would not stop printing and did not respond to the therapy knob being turned off.

Manufacturer narrative:
(B)(4): during a repair at the philips repair bench, a bench tech found that the device hanged where it would not stop printing and did not respond to the therapy knob being turned off. The philips bench tech found the cause of the hang to be a faulty processor pca. The therapy pca was replaced to resolve the failure. The device passed all performance assurance tests and was placed back into use/returned to the customer. This was a malfunction of the processor pca that caused a hang condition found during servicing.